Event description:
The customer called and reported that she was receiving multiple no delivery alarms on her insulin pump. During troubleshooting, insulin would not exit the infusion set tubing when pushed through until a new reservoir was tried. The alarm was resolved with a change of the reservoir, indicating a reservoir occlusion. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir, and inspected the snap-cap and septum for anomalies. None were found. Ran occlusion testing, and the reservoir passed. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.